Event description:
Health professional reported alleged lap-band device slippage. Pt noted reflux and an upper gastrointestinal (gi) confirmed the slippage. The band was removed without replacement. Follow up findings: health professional reported that the "pt complained of reflux after a fill. The pt "had some fluid removed from the band."

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage and regurgitation are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage and regurgitation (reflux) as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippage may required band repositioning and/or removal."